Event description:
After the doctor finished lasering the pt she pulled the sheath and fiber out and inspected the equipment. She noticed there was a little less than an inch of fiber missing from the equipment.